Event description:
The device was used during an aortic bi-fem bypass procedure. Reportedly, the instrument would not open. The surgeon manually manipulated the device free. No pt injury was reported.